Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v386130, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Analysis of the ins ((B)(4)) found that the battery had reached normal end of life with telemetry and output okay. Analysis of the tined lead ((B)(4)) found that the lead body conductor was broken at or near the tines.

Event description:
The health care provider (hcp) via a manufacturer representative reported that all impedances were greater than 4000 ohms and the patient had symptom return. The implantable neurostimulator (ins) battery level was low and replacement was scheduled. The lead was removed from the device, was examined by the hcp and they noted the insulation was pulling away from the coil at the connection of the electrodes. The lead was explanted and a new lead was implanted and the battery was replaced on (B)(6) 2016. The issue was resolved and the patient was alive with no injury. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.